Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the arrow up button was unresponsive, numbers are not ramping on their own and scroll bar was not moving with no input. It was also stated that the button was unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.